Event description:
The patient had an IV infusing and when the access port on the IV tubing was entered to deliver medication, the the port collapsed in. This is a needleless system and a needleless connector was used. This made it necessary to change out the IV tubing causing a delay in medication delivery.====================== health professional's impression======================the device broke and was unable to be used making it necessary to change out the IV tubing for this mother, causing a delay in therapy